Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels ranging from 42 mg/dl to a level displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in fluctuating bg levels. Customer consumed glucose tablets and gave a manual injection to address bg levels. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the fluctuating bg levels was unknown, customer acknowledged and understood.